Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The patient had a concomitant procedure with boston scientific (bcs) pulsed field ablation (pfa) and watchman implant. The procedure went without any issue. The activated clotting time (act) was greater than 300 at the time of the implant procedure. Post procedure the patient was in recovery once the patient began to move around, complained of blurred/double vision and speech issue. The patient had a computed tomography (CT) scan of the head and brain bleed was noted. The patient was intubated; the double vision was fixed and there was no response to pain stimulation. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The patient had a concomitant procedure with boston scientific (bcs) pulsed field ablation (pfa) and watchman implant. The procedure went without any issue. The activated clotting time (act) was greater than 300 at the time of the implant procedure. Post procedure the patient was in recovery once the patient began to move around, complained of blurred/double vision and speech issue. The patient had a computed tomography (CT) scan of the head and brain bleed was noted. The patient was intubated; the double vision was fixed and there was no response to pain stimulation. The patient passed away on (B)(6) 2025.